Manufacturer narrative:
Patient¿s weight was not provided. The serial number of the mobile power unit (mpu) was not provided. Therefore, the catalog number, device unique identifier (UDI), approximate age of device, and manufacture date were not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during review of the submitted log file technical services observed a no external power event that was potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection or the wall outlet. During the event, the system controller backup battery supplied power to the pump as designed.

Manufacturer narrative:
Section a4: additional information. Manufacturer's investigation conclusion: review of the submitted log file confirmed a no external power event. The system was supported by the backup battery during the event and there was no interruption in pump support. The log file appeared to show the system functioning as intended. A specific root cause of the event could not be determined. The heartmate 3 patient handbook, in the ¿alarms and troubleshooting¿ section, contains information regarding system controller alarms and the proper actions associated with them, including the low battery power and no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: correction.